Event description:
Clinical study it was reproted that 348 days after a coronary artery drug eluting stenting procedure, the pt expired. The lesion being treated in the index procedure was a 2.75mm 70% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilation and successful placement of a taxus express2 8.8% 2.75x20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 348 days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was respiratory arrest and the relationship to the target vessel is unk.